Manufacturer narrative:
The field service engineer adjusted the high voltage on the photomultiplier tube and ran performance testing which was successful. The customer ran calibration and qc which was acceptable. The last calibration was performed on 20-jun-2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t stat assay result for one patient sample with the cobas e411 immunoassay analyzer. The initial result was 0.41 pg/ml. This result was reported outside of the laboratory and questioned by the physician as it did not match the previous history. The repeated result was <0.1 pg/ml. The customer performed a second repeat testing on an e601 with a result of <0.1 pg/ml. The reagent lot number was 49396100 with an expiration date of 30-sep-2021.